Event description:
It was reported that during the procedure, the physician was using the device with the settings set to 2j/50hz in order to treat a bladder tumor. While using the procedure, the fiber broke and burned the physician's finger. The physician experienced second degree burns to his fingers. The customer was not able to provide any information on whether or not any treatment was administered for the burns. The procedure was then converted to a loop procedure and was completed. There were no patient complications.

Event description:
It was reported that during the procedure, the physician was using the device with the settings set to 2j/50hz in order to treat a bladder tumor. While using the procedure, the fiber broke and burned the physician's finger. The physician experienced second degree burns to his fingers. The customer was not able to provide any information on whether or not any treatment was administered for the burns. The procedure was then converted to a loop procedure and was completed. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.